Event description:
Tech alleged that there was no communication with the nurse call from unit.

Manufacturer narrative:
Tech replaced communication cable, logic board, motor control board, power supply board and communication coils to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.